Event description:
It was reported that the plastic cover located over the back end of the insulin pump appears broken, and instead of pushing the piston into the reservoir, the motor pushes itself against the plastic cover and it was lifting. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with a broken off end cap. Unable to perform full drive test, however, the device passed the motor test. A cracked display window, cracked reservoir tube lip and scratched lcd window noted.